Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. At the time of the index procedure, cardiac catheterization revealed a target lesion located in the left anterior descending coronary artery (lad). The physician advanced a 2.75x8mm omega stent delivery system, but it was unable to cross the lesion. Upon removal, it was noted that there was distal stent damage. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. At the time of the index procedure, cardiac catheterization revealed a target lesion located in the left anterior descending coronary artery (lad). The physician advanced a 2.75x8mm omega stent delivery system, but it was unable to cross the lesion. Upon removal, it was noted that there was distal stent damage. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by manufacturer: an examination of the returned device found that the stent was centered between the markerbands on the tightly folded balloon. The first proximal row of stent struts were stretched and flared confirming the stent damage. The tip was damaged. Magnified inspection found no other issues with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older.device code # 1059 relates to component code # 515.device code # 2524 relates to component code # 3038.(B)(4).